Event description:
It was reported that the procedure was to treat a distal circumflex artery. A 2.25 x 28 mm xience prime shaft kinked before the device entered the patient. Another 2.25 x 28 mm xience prime was successfully deployed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned goods analysis revealed the shaft was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and detachment were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.